Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 550 mg/dl. Current blood glucose reading is 115 mg/dl. Customer treated their high blood glucose reading with bolus and changing the set. Customer declined to troubleshoot their high blood glucose reading. Insulin pump will not be returning for analysis.